Event description:
It was reported that an intraocular lens (iol) was found to have been cracked at the base of the haptic after the lens was inserted. It was also indicated that the tip of the cartridge got damaged, and its debris was found in the eye which was taken out and discarded. It is unknown when the cartridge tip was damaged. As of the reporting date, the physician has been taking wait-and-see approach without removing the lens. There was no patient injury or complication reported. Reportedly, the postoperative course has no deviation, so the patient is being monitored. The injector was discarded. No further information is provided.

Manufacturer narrative:
Pt. Info.: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted.  (B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. This report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: no complaint product returned for evaluation. Customer provided movie was evaluated by the johnson & johnson subject matter expert (sme). During intraocular lens (iol) insertion right at the moment when iol unfolding started, it is observed a filamentous, colorless particle of approximately 2 x 0.2-3 mm of diameter and unattached to the iol (showing what appears to be a hard consistency), which was then removed by the surgeon. In addition, at minute 1 with 32 seconds a centripetal lineal crack like mark is visualized with an approximately length of 0.7 to 0.8 mm, which is located at the base of the trailing haptic. The origin of the particle as well as the root cause of the crack like mark and their potential clinical impact cannot be determined from a video assessment. The complaint issues "haptic damaged and foreign material - loose" were identified during product evaluation, "cartridge tip cracked/damaged" was not observed; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.